Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the customer was performing neurovascular planned treatment/non-emergency treatment. The procedure was completed as planned by releasing the switch. The philips field service engineer (fse) inspected the system onsite and confirmed that intermittently the foot switch would not make an exposure. Review of system log file could not confirm the malfunction. Upon troubleshooting, fse found that there was intermittent issue with footswitch . The philips engineer replaced the wired foot switch. The defective footswitch was returned to philips for further analysis. The investigation confirmed the footswitch failure and it was identified that two anti-slip rubber was gone. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that intermittently the wired footswitch would not generate exposure. The device was in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced the footswitch. The device was returned to use in good working order.